Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.